Manufacturer narrative:
(B)(4).

Event description:
Procedure: colectomy. According to the reporter: after the 3rd firing for side-to-side anastomosis of colon, the tip of the cartridge could not removed from tissue and staples on the distal end were not formed into b shape. The device was removed forcibly and there was tissue damage. The damaged part was sutured manually. No bleeding. There was additional tissue loss. Nothing fell into cavity. Operating room time was extended by more than 30 minutes.